Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14b19075 and h14c25062 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient did not require hospitalization. The patient was treated with vancomycin intraperitoneally (2 g, every 4 days for 21 days) for the event. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this peritonitis event.